Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that combust bloodline had a pin hole that resulted in blood loss during a patient¿s hemodialysis (hd) treatment. Follow up with the cm revealed that the blood leak occurred immediately after the initiation of treatment. The machine, a fresenius 2008t machine did not alarm and was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The lot number is not available.

Event description:
A user facility¿s clinic manager (cm) reported that combiset bloodline had a pin hole that resulted in blood loss during a patient¿s hemodialysis (hd) treatment. Follow up with the cm revealed that the blood leak occurred immediately after the initiation of treatment. The machine, a fresenius 2008t machine did not alarm and was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The lot number is not available.

Manufacturer narrative:
Correction: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that combiset bloodline had a pin hole that resulted in blood loss during a patient¿s hemodialysis (hd) treatment. Follow up with the cm revealed that the blood leak occurred immediately after the initiation of treatment. The machine, a fresenius 2008t machine did not alarm and was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The lot number is not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.